Manufacturer narrative:
E1:name: (B)(6). Country: united states of america. Street: (B)(6). Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Investigation in progress. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient using only the left abdominal area for site rotation, resulting in hardened tissue at the insertion site and a subsequent occlusion which lead to high blood glucose it was treated by corrective injections via manual insulin pens on (B)(6) 2026.